Event description:
Reporter stated that customer received the following results on the mobile system while spending the night at a friend's house: 10:30 pm 52 mg/dl and 10:31 pm 141 mg/dl at 12:38 am customer tested with the mobile system and obtained a result of 62 mg/dl. At an unspecified time later, customer woke up and fainted "straight away." Customer's friend's mother treated him with a glucagon injection. Customer was transported by ambulance to the hospital where he remained until 4:00 pm that day. No other treatment that customer may have received in the hospital was reported. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.